Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 11. Details of surgery: immediate extraction site. On (B)(6) 2021, fracture of the implant was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, bleeding and fistula. No further patient complications were reported.